Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to ise/reference flow related problems, mis-sampling of patient samples caused by improper pre-analytics, contamination issues or human factors. The customer stated they had some additional, unspecified ise issues and service returned to the site but the instrument is now working normally.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned high sodium (na) results for 6 patient samples tested on the cobas 8000 ise module between (B)(6) 2017 and (B)(6) 2017. Based on the data provided, the na results for 3 patient samples were erroneous and reported outside of the laboratory. Patient 1 initial na result was 149 mmol/l. The repeat result was 143 mmol/l. Patient 2 initial na result was 148 mmol/l. The repeat result was 141 mmol/l. Patient 3 initial na result was 151 mmol/l. The repeat result was 141 mmol/l. The repeat results were believed to be correct. The customer stated qc was run at 9:00 p.m. On (B)(6) 2017 and again at 12:15 a.m. On (B)(6) 2017 and results were within the acceptable range. The issue with patient results started at 10:00 p.m. On (B)(6) 2017 and continued until approximately 4:00 a.m. On (B)(6) 2017. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a water quality issue. The fse inspected the ise and ran a 30 sample precision check. All results were well within the guidelines. All mechanical and operational checks passed successfully.